Manufacturer narrative:
Investigation: to date, it is unknown if the facility disposed of this device. A follow-up report will be sent if the suture hook is received following completion of an investigation.

Event description:
It was reported that during the first use of this suture hook in a right knee arthroscopy, the tip broke off in the patient's meniscus and had to be retrieved. The detached portion was retrieved arthroscopically and the procedure was completed as intended. There was no injury associated with this event.